Event description:
Doctor performing liver transplant operation. During the procedure, klintmalm vascular clamp malfunctioned and broke into 2 pieces. Profuse bleeding resulted w/eventual cardiac arrest. Resuscitation efforts were successful & procedure was completed.